Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 04oct2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the autoclavable telescope exhibited misalignment of product name ring. There were no reports of patient involvement.